Event description:
Patient with multiple sclerosis(ms), paraplegia and neurogenic bowel using peristeen anal irrigation system to evacuate bowels at his home. During performance of procedure, patient perforated bowel leading to 911 transport, shock, and emergency surgery. Patient now has a permanent colostomy. Patient had been using system approximately 2 years and was trained by clinical staff in its use. Patient has a long history of constipation predating known ms. There is no previously recognized bowel disease, altered anatomy, or other disorder making this procedure less safe or higher risk in this particular patient. FDA safety report ID # (B)(4).